Event description:
On october 3, 2005, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch basic meter had missing segments. The technical service representative was unsuccessful at reaching the lay user to obtain / verify information. The last test was performed four days earlier, at 8:00 am and a result of either 10.0 mmol/l or 11.0 mmol/l (converts to 180 mg/dl and 198 mg/dl, respectively). She was not experiencing any symptoms of high or low blood glucose levels at the time of testing. The user contacted a medical professional and was advised to increase her medication dosage from one glyburide to two glyburide tablets. No further treatment was received. Based on the info provided, there is no indication that the user experienced injury due to the reported issue. The meter and test strips were replaced.